Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump were not responsive and had to push twice. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump rejected new battery and had diminished battery life. Customer also stated that the insulin pump had rainbow effect on screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Unit passed self test. Device received with all operating currents within specification and passed a21 error test, rewind and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected missing segments/partial display anomalies noted. (B)(4).